Manufacturer narrative:
Initial reporter facility name: (B)(4). Device evaluated by MFR.: an express ld 8 x 37,135cm,12atm was returned for analysis. A visual and microscopic examination identified that the stent had been moved to position that was approximately 4mm proximal of the distal markerband on the device. A visual examination identified that the balloon had not been subjected to positive pressure. A visual and microscopic examination identified that the balloon cones on distal end were bunched. A visual and microscopic examination identified that the tip was kinked. A visual and tactile examination identified no damage or any issues along the length of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19-nov 2020. It was reported that advancing difficulties and balloon damage occurred. The target lesion was located in the left subclavian artery which had thoracic aortic dissection. A 8.0x40x135 cm express ld was advanced but failed to cross the 6f sheath and the balloon was damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent shifted from the balloon.